Manufacturer narrative:
Description of event: it was reported a patient required an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter for percutaneous transhepatic gall bladder drainage (ptgbd). After the catheter was inserted, the user was unable to remove the stiffening cannula. So, the user removed the catheter and stiffening cannula from the body. A similar device was used to complete the procedure. Investigation ¿ evaluation: a visual inspection and dimensional verification of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, quality control data, and specifications. The ult8.5-38-25-p-5s-cldm-tong-050399 was returned in an open and used condition. During the investigation, difficulty was encountered when attempting to removed the stiffening cannula from the catheter. Upon the removal, the supplied disposable stiffener and catheter measured within specification. In response to this incident, a review of all associated device history records was conducted. One related non-conformance for ¿i.d. Incorrect¿ was discovered. These devices were scrapped prior to further manufacturing. There were no other related nonconformances. A further search of our database records for the reported lot number revealed one additional complaint (reported under medwatch report #: 1820334-2021-01489) for difficult to remove stiffening cannula. The catheter sub-assembly lot was also applied to six additional lots. A database search was completed on these lots, showing no complaints being received. A non-conformance search was completed on these lots and cook concluded there is one related non-conformance for ¿components, incorrect fit¿ that affected a quantity of one with a disposition of scrapped and replaced. As there are adequate inspection activities established and objective evidence that the DHR was fully executed, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precautions: ¿when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture.¿ instructions for use: ¿under fluoroscopic control, perform standard techniques for placement of percutaneous draining catheters, either by seldinger access or trocar access. Once catheter is in desired location, remove any wire guides, trocars, or stiffeners, allowing the catheter to form its configuration.¿ how supplied: ¿supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ a review of the device master record concluded sufficient inspection activities are in place to identify this failure mode prior to distribution. A CAPA was previously opened to address metal stiffener advancement and removal difficulty. The CAPA concluded with manufacturing deficiencies, unrelated to the dimensions measured on the returned product. The reported lot number was manufactured prior to implementation activities of the CAPA. Therefore, the investigation will conclude with a manufacturing deficiency. Per the risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report since the previous report was submitted.

Manufacturer narrative:
Catalog #/rpn: ult8.5-38-25-p-5s-cldm-tong-050399. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a patient required an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter for percutaneous transhepatic gall bladder drainage (ptgbd). After the catheter was inserted, the user was unable to remove the stiffening cannula. So, the user removed the catheter and stiffening cannula from the body. A similar device was used to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.